Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device overheated during testing. It was determined that the device had worn out bearings causing the device to overheat. It was further determined that the device failed pretest for handpiece temperature assessment. Therefore the reported condition was confirmed. The assignable root cause of this condition was determined to be due to normal wear over time, bearing wearing out over time causing too much heat. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the ball bearings of the motor device were broken, and the drill bit would not lock. During service and repair, it was observed that the device was overheating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.